Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed wherein the device was explanted though no specifics regarding the procedure could be obtained. It was also reported that the device was disposed of by the facility following revision, and as such, is not available for return. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a 2 year decrease in expected longevity in between interrogations approximately 6 months apart and triggered its end of life (eol) indicator. The physician suspected premature battery depletion. The device will be explanted and replaced. No adverse patient effects were reported. This system remains in service at this time.